Event description:
It was reported that, during a follow up, a high threshold was observed on this left ventricular (lv) lead. The physician decided to schedule a close follow up to monitor the trend of the threshold and battery consumption. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, during a follow up, a high threshold was observed on this left ventricular (lv) lead. The physician decided to schedule a close follow up to monitor the trend of the threshold and battery consumption. This lv lead remains in service. No adverse patient effects were reported.